Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). The physician used an ipsilateral approach and advanced the sterling monorail balloon catheter to the intended position within the sfa. The sterling was inflated three times, however, on the third inflation, the balloon was inflated to 14 atms and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was noted as "good".